Event description:
The customer reported that during use of this loaner handpiece to perform a third molar extraction, the patient received a burn to the right lower lip. The affected area was treated with neosporin ointment. The customer reported that no residual affects resulted from this event, as noted on the patient's follow-up appointment.

Manufacturer narrative:
Investigation findings: conmed linvatec received two loaner handpieces for evaluation because it is unknown which serial number was in use at the time of this event. During testing of the handpiece, the reported problem of overheating was unable to be duplicated as the device operated to manufacturer temperature specification. Further investigation found this unit within the preventive maintenance schedule; last repair september 2, 2008. Additional information: other devices manufacture dates: 04/2007 and 07/1981. Associated MDR#: 1017294-2008-00326.